Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned and relocated from the right buttock to the left flank. Therapy restored post-op.